Event description:
The report stated that soon after starting a radio frequency liver ablation procedure, water leaked at the strain relief of the needle electrode. Another needle electrode was opened and the procedure completed with no injury to the pt.

Manufacturer narrative:
Date of initial report: 08/20/2007. The incident sample was not returned for evaluation; therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes, the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.